Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) device exhibited a single high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. When the impedance was subsequently measured several times, the result was 1050 ohms, which is within normal specification limits. The rv threshold, r-wave amplitude and shock impedance were all noted to be the same as the previous measurements and all within normal specification limits. There were no recorded episodes on the device. Isometric testing was performed and only one signal of noise was able to be reproduced when the patients shoulder was extended forward. The patient will be monitored via a follow-up observation and the patient was also counseled on how to set up their remote monitoring system. The products remain in-service. There were no adverse patient effects.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) device exhibited a single high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. When the impedance was subsequently measured several times, the result was 1050 ohms, which is within normal specification limits. The rv threshold, r-wave amplitude and shock impedance were all noted to be the same as the previous measurements and all within normal specification limits. There were no recorded episodes on the device. Isometric testing was performed and only one signal of noise was able to be reproduced when the patients shoulder was extended forward. The patient will be monitored via a follow-up observation and the patient was also counseled on how to set up their remote monitoring system. The products remain in-service. There were no adverse patient effects.